Manufacturer narrative:
This report is for an unknown cable/wire: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, the surgeon was attempting to cable a femur with synthes 1.0 titanium cables and one had broken. The surgeon was advised that 1.0 titanium cables with crimp 750mm were contraindicated in the femur. The surgeon then cut the remaining 1.0 cable and proceeded with the surgery successfully. It is unknown if fragments were generated. There was a surgical delay. The surgery was completed successfully. The patient outcome was unknown. This report involves one (1) unknown cable/wire. This is report 1 of 1 for (B)(4).